Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage during use. The following information was provided by the initial reporter: after the puncture of the product was completed, when the saline solution was injected, leakage was found between the septum and the needle seat.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141672. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Through observing the submitted video our engineers determined that leak is related to damage to the adapter, but they were unable to determine the exact nature of the breach. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10